Manufacturer narrative:
The prod is not available for eval as it remains implanted. This is one of two products involved in the same pt and reported under mfg number: 1016427-2008-00250. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a carotid artery stenting procedure, the angioguard's delivery and the precise stent placement were successful. After the procedure, the pt had language disorder and paralysis on his left side of the body. Then, MRI confirmed infarctions on some places; antithrombolytics was given to the pt. The language disorder and paralysis in the pt's foot recovered in two days; however, recovery for the pt's left upper body, required hosp care, rehabilitation and careful monitoring. Further info indicated there was no malfunction of the angioguard. The pt's symptoms (paralysis) appeared just after the removal of the angioguard. However, according to the physician, clots flow to peripheral vessel through the angioguard. Therefore, a larger angioguard might have been better for the procedure. The procedure included treatment of a lesion in the internal carotid artery. The vessel presented a 4.2 mm diameter, moderate calcification, no tortuosity and a 95% stenosis.